Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, pregnancy, vaginal delivery, recurrent abortion and cholecystectomy. Concurrent conditions included pelvic pain and fatigue. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter considered fatigue and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: coils in place with bilateral tubal occlusion. Pathology test - on (B)(6) 2019: left: extending from 1 end of the specimen is a portion of gray coiled metallic material that when removed measures 22 cm in length and 1 mm in diameter. Right: extending from 1 end of the specimen is a portion of gray coiled metallic material that when removed measures 23 cm in length and 1 mm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, multigravida, multigravida, recurrent abortion and cholecystectomy. Concurrent conditions included pelvic pain and fatigue. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter considered fatigue and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: coils in place with bilateral tubal occlusion. Pathology test - on (B)(6) 2019: left: extending from 1 end of the specimen is a portion of gray coiled metallic material that when removed measures 22 cm in length and 1 mm in diameter. Right: extending from 1 end of the specimen is a portion of gray coiled metallic material that when removed measures 23 cm in length and 1 mm in diameter.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.